Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing possibly due to myopotential oversensing was observed. The oversensing was not reproduced with isometric testing. Programming changes were made. There were no patient consequences.